Event description:
Mentor textured saline breast implants placed 17 years ago. I am having constant extreme breast pain, tightness, burning, neck, shoulders, back, chest pain. Chronic migraines. Daily headaches. Previous capsular contracture and current. Swollen and tender lymph nodes. Heart palpations. Ears ringing. Many signs and symptoms of bii. Unwell feeling. Chronic fatigue. Low energy. Cognitive issues, brain fog, concentration, memory, forgetfulness. Bad insomnia, sleep issues. Depression. Anxiety. Inflammation. Symptoms of fibromyalgia. Hormone issues, hysterectomy. Low libido. Rashes. Extreme skin itching. Allergies. Chronic nasal drainage. Muscle and joint pain, weakness. Hair loss. Dry skin. Decline of vision. Weight issues, gain. Throat clearing, cough. In process of getting date for explant surgery. Consultation with surgeon is in july. FDA safety report ID # (B)(4).